Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose level was "high", although specific value was not provided. Customer administered a manual dose of insulin to address the bg. The pump was reset, and the customer continued to use the pump for insulin therapy.